Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient said the alleged product issue first started 3 weeks ago at 12:00 am. She reported that she was sweating 30 minutes after the product issue occurred and treated herself with food and/or drink. The patient said she skipped one pill of glucophage and 40 units of levemir before taking self-treatment as noted above, but took it one hour later. The csr documented that the meter turned on with a test strip insertion, but not when the power button was pressed. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs product did not turn on and afterward she became sweaty and treated herself with food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.